Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hematocrit (hct) tends to be six to eight points higher than laboratory reading. The device was not changed out, as they continued to recalibrate during case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: according to the perfusionist (ccp), the blood parameter monitor (bpm) passed the color-chip test and booted up without issue. During cpb, the hematocrit measured by the bpm was six to eight percent points higher than the laboratory analyzer reading. No error codes or fault messages were displayed. In spite of multiple in-vivo recalibrations, the bpm consistently measured the hematocrit up to eight percent points higher than the laboratory analyzer. According to the ccp, no medications or pt condition warranted this variance in measures. This difference was obvious to the ccp and no treatment was performed based solely on the bpm values. The case was completed successfully without delay and without associated blood loss. There was no harm observed or reported.